Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced difficulty with the four infusion sets quick release disconnecting clip from cannula issues event on (B)(6) 2026. The infusion set in use for forty-eight hours. The patient replaced infusion set and resumed insulin deliveries successfully for all